Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) lost bluetooth connection to the ilet bionic pancreas while the user was showering with the pump in another room, resulting in the ilet not receiving cgm data for approximately two hours and subsequent high glucose once the sensor reconnected. The user experienced a blood glucose peak of 480 mg/dl and no associated physical symptoms. Outcomes included user self-administration of 2 units of subcutaneous insulin and guidance to keep the ilet near the sensor to maintain connection with no health impact. User support included case review, troubleshooting, and education on device proximity and signal loss behavior. Investigation of this case revealed loss of cgm-to-pump communication due to distance, consistent with expected wireless range limitations, and no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user and environment interaction leading to signal loss.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.